Manufacturer narrative:
This is two of two manufacturers being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst with +2cc during inflation. Despite the balloon rupture, the valve was successfully deployed. Following deployment, excessive resistance was encountered while attempting to withdraw the delivery system through the sheath. It was observed that the balloon shaft had separated from the distal balloon catheter. While both the delivery system and sheath remained inside the patient, the wire lumen detached from the balloon catheter at the y-connector, leaving the wire lumen connected to the nose cone of the commander balloon. The fcs instructed the operator to remove the sheath and delivery system as a single unit. This maneuver was completed with minimal difficulty. Approximately one hour after the conclusion of the initial procedure, the patient was returned to the catheterization lab for thrombus removal from the right popliteal artery. The root cause of the balloon shaft separation was attributed to excessive pulling force on the delivery system. This force was necessitated by the balloon material bunching within the sheath, particularly in the fully expandable portion. Although the entire balloon, including the nose cone, was retracted into the sheath, the bulk of the balloon material caused it to become lodged. Continued traction on the delivery system led to the wire lumen detaching at the y-connector. Additionally, the sheath was noted to be kinked, although this was observed after the device was removed from the body. Bulky leaflet and left ventricular outflow tract (lvot) calcification, along with the additional inflation volume, were suspected contributing factors to the balloon rupture. Per the pre decontamination findings, the esheath+ had liner delamination and kink.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no dimensional or functional testing was performed. Provided 3mensio was reviewed, revealing the following observations: tortuosity and calcification present in patient's access vessels and abdominal aorta. Engineering performed visual examination and the following was observed: liner fully expanded and distal tip opened as designed. Liner fully circumferentially delaminated for approximately 2" from distal tip. Liner appears wrinkled/bunched. C-marker is present. Kink noted approximately 3" from distal tip. Engineering performed visual examination and the following was observed: liner fully expanded and distal tip opened as designed. Liner fully circumferentially delaminated for approximately 2" from distal tip. Liner appears wrinkled/bunched. C-marker is present. Kink noted approximately 3" from distal tip. The esheath+ IFU was reviewed. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' A review of DHR, lot history, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation, non-coaxial alignment from patient factors) may have contributed to the event as it was reported that excessive pulling force was necessitated by the balloon bunching within the shaft and patient factors (calcification, tortuosity) were confirmed via the provided 3mensio. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner. The operator may manipulate the device to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification and/or tortuosity) are present near the sheath distal tip. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. The complaint for sheath kinked, bent was confirmed based on the evaluation of the returned device. As reported, 'the sheath was noted to be kinked, although this was observed after the device was removed from the body.' In this case, the sheath may have kinked due to the device manipulation applied to overcome withdrawal difficulty caused by the burst balloon. The tortuosity and/or calcification confirmed via the provided 3mensio may have also contributed to the kink as sub-optimal angles and/or restricted pathway can induce stress to the sheath shaft. As such, available information suggests that procedural factors (device manipulation) and/or patient factors (calcification, tortuosity) may have contributed to the kink. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.